Event description:
It was reported that within two weeks post insertion of an advance xp sling, the patient's urinary incontinence worsened. A catheter was inserted until another incontinence device was implanted on (B)(6) 2018. No further patient complications were reported in relation with this event.